Event description:
Hold bj 5.10.22 it was reported that an occlusion alarm occurred. The customer blood glucose level ranged from 216-217 mg/dl. Customer declined to troubleshoot with (B)(4) technical support and decided to change the cartridge to address the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.